Manufacturer narrative:
No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was charged for up to 2 hours. The gang charger showed transmitter was still charging after several hours and did not detect transmitter reaching full charge. Voltage after charge was at 0.1 v. In conclusion, unable to confirm communication, charge, and led anomaly due to depleted battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced being unable to pair the transmitter to pump, a transmitter charging issue and when the charger was disconnected after charging, the cusomer confirmed there was no led light blink from the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7715, mmt-7841zn. Troubleshooting was performed. Pump alerted with multiple ¿device not found¿ alerts. No communication was established even after multiple attempts. No harm requiring medical intervention was reported. The customer discontinued the use of the device mmt-7841zn. Mmt-7841zn was requested and customer response was the device will be returned. The customer discontinued the use of the device mmt-7715. Mmt-7715 was requested and customer response was the device will be returned.